Event description:
It was reported that it no longer builds up a real negative pressure, only condensation water and no exudate is drawn in.

Manufacturer narrative:
The reported device was received for evaluation at our testing facility. A visual inspection was performed on the exterior of product the damage to the dc inlet was noted, confirming the reported cable attachment issue. The device passed all other functional tests and no issues were found relation to suction or noise levels. Following the complaint assessment, the device was repaired and again confirmed to be working within specification.

Event description:
It was reported that device no longer builds up a real negative pressure, only condensation water and no exudate is drawn in. Additionally, the device is making loud noises and the charging cable does not fit correctly into the socket on the device and therefore has a loose contact and is not charging properly. No patient harm reported.

Manufacturer narrative:
The investigation for the reported failures has now been completed. The device used in treatment was returned for evaluation, which found the dc inlet port to be defective. This confirms the cable connector issue. The inlet port was replaced, following a functional test the device proved to have no further issues, and a relationship between the excessive noise and suction issues could not be established as the device passed this test within expected parameters. The complaint has been finalised as mechanical component failure. The manufacturing records show that there were no issues at the point of release that could have caused or contributed to the reported event. The dc inlet port due to the frequency of connecting and disconnecting the power cable, can after a period of time become defective, care is to be taken when the charging cable is attached or removed and to avoid excessive pressure when doing so. In addition, it has found that the device may make more noise if there is not a sufficient seal on the affected area as the pump is attempting to work harder to achieve the correct pressure. Additional work has been undertaken and a change has been implemented to the controlled leak path soft ports to reduce instances of false alarms. In parallel we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch.